Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the issue was found before dialysis, during flushing. A blood drop was noted on the external lumen, and the normal saline instilled resulted in saline squirting in a fine stream out of the hole in the external catheter lumen. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the issue was found before dialysis, during flushing. A blood drop was noted on the external lumen, and the normal saline instilled resulted in saline squirting in a fine stream out of the hole in the external catheter lumen. The leak was located in the venous lumen near the junction of the soft clear tubing and the hard blue plastic connector. When the catheter was flushed, saline came squirting out of the external venous lumen (no visible hole). No other products were utilized with the device. The unusual thing observed was a drop of blood on the venous lumen prior to cleansing. No visible defects/damage on the product. The clamp was moved periodically. The cleansing method used to cleanse was chd (chlorhexidine) 2%. The catheter was replaced. The remedial action and intervention performed was the patient had to be admitted to the hospital for one week (start to finish); considered a conservative case to avoid tcc (tunneled cuff catheter), a temporary femoral line had to be placed (inserted) in the interim in order to provide short-term dialysis, and had to go to the or (operating room) and be sedated twice as the first attempt at reimplantation was not successful. There was no blood loss, and blood transfusion was not required.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the issue was found before dialysis, during flushing. A blood drop was noted on the external lumen, and the normal saline instilled resulted in saline squirting in a fine stream out of the hole in the external catheter lumen. The leak located was located in the venous lumen near the junction of the soft clear tubing and the hard blue plastic connector. When the catheter was flushed, saline came squirting out of the external venous lumen (no visible hole). No any other product utilized with the device. The unusual thing observed was a drop of blood on the venous lumen prior to cleansing. No visible defects/damages on the product. The clamp was moved periodically. The cleansing method used to cleanse was chd 2%. The catheter was replaced. The remedial action and intervention performed was the patient had to be admitted to hospital for one week (start to finish), considered conservative case to avoid tcc (tunneled cuff catheter), a femoral line had to be placed in the interim, had to go to the or (operating room) t wice as the first attempt was not successful. There was no blood loss, and blood transfusion was not required.